Event description:
During priming of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that while priming the heat exchanger circuit and switching to "maintain" mode to pump water through the tubing, the main pump would not start and an audible tone was heard. The unit would return to the "standby" mode when this occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient. The biomedical engineer at the user facility was able to reproduce the problem. During testing the unit was turned off and on with the same issue, however, after running the pump the third time and placing it in maintain mode, it functioned properly.